Event description:
Patient presented to the physician with pain at the chest incision site. Physician brought the patient into the or, opened the chest incision site, and found that the stimulation lead wires were exposed and looped near the ipg terminal header. Physician created a bigger pocket for the ipg, replaced the stimulation lead, re-sutured, and closed.